Event description:
The patient was hospitalized due to a diabetic ketaoacidosis. Reportedly, when the patient's blood sugar became elevated, they changed their site,insulin and cartridge and tubing but did not give back up injection. Additionally the patient indicated the catheter was not kinked at their insertion site but they would not disclose which type of insertion set they use. The device will be returned for evaluation, to ensure that is is functioning correctly and did not contribute to the reported incident.